Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the lead exhibited loss of capture and intermittent capture. The lead was capped and replaced successfully. The patient was stable prior during and after the procedure.